Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display booted to the verify screen with no missing segments and no issues with color or contrast. There were 9 occurrences of a call service alarm observed in the pump history on (B)(6) 2014. Product analysis was unable to duplicate the customer complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that a replace battery alarm had occurred and that when the patient inserted a new battery, the screen was blank. Reportedly, a new alkaline battery from a different package was inserted and the pump had tones and vibrations, but that the display was still blank. The reporter denied issues with the battery cap, and stated that the battery cap was able to be secured to where the yellow o ring was no longer visible. The reporter denied trauma or evidence of moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.